Manufacturer narrative:
There are four customer photos returned. Photos one and three show the stent with the collar and one ring visible. Photos two and four show the stent with only the collar visible. The photos were not labeled to distinguished between od/os and dates the photos were taken; therefore they could not confirm the reported issue of the stent migration. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of a micro-stent, a surgeon noted it to have more than one visible retention ring visible. Additional information was requested.